Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b1, b2, b4, b5, d6, d11, g4, g7, h2, and h10. D11: (B)(4). Articular surface use with lps/lps-flex 51 or 52 suffix femorals size gh 10 mm height 63893444 multiple MDR were reported for this event: 0001822565-2020-00366.

Event description:
It was reported that patient underwent right total knee arthroplasty. Subsequently, post-operative radiographs indicate the tibial tray was in varus. Surgeon alleges that the instrumentation would have lead to malposition. It was not reported which instrumentation set was used in the surgery of the three instrumentation sets. Subsequently, the patient was revised around a year later, due to instability and the poly insert was replaced. No additional information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Implant date: unknown date in (B)(6) 2019.

Event description:
It was reported that patient underwent right total knee arthroplasty. Subsequently, post-operative radiographs indicate the tibial tray was in varus. Surgeon alleges that the instrumentation would have lead to malposition. No adverse event was noted. No revision procedure has been reported. It was not reported which instrumentation set was used in the surgery of the three instrumentation sets.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown nexgen femoral catalog #: ni, lot #: ni, unknown nexgen tibial insert. Catalog #: ni, lot #: ni. 00599707900, tibial cut guide 7, degree left 63535823. 00599708000, tibial cut guide 7 degree right, 63540273. 00599707200, spike arm telescoping rod, 63547466. 00599707300, spike arm, 63547266. 00597702400, alignment arch, 63530664. 00599707900, tibial cut guide 7 degree left, 63870752. 00599708000, tibial cut guide 7 degree right, 63547242. 00599707200, spike arm telescoping rod, 63547466. 00599707300, spike arm, 63598191. 00597702400, alignment arch, 63552625. 00599707900, tibial cut guide 7 degree left, 63535823. 00599708000, tibial cut guide 7 degree right, 63547242. 00599707200, spike arm, telescoping rod, 63547466. 00599707300, spike arm, 63598191. 00597702400, alignment arch 63552625. Customer has indicated that the instrumentation will be sent for evaluation and the implant will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent total knee arthroplasty. Subsequently, post-operative radiographs indicate the tibial tray was in varus. Surgeon alleges that the instrumentation would have lead to malposition. No adverse event was noted. No revision procedure has been reported. It was not reported which instrumentation set was used in the surgery of the three instrumentation sets.